Event description:
Event description: it was reported by the clinical account specialist that during an afib case, a pericardial effusion was noticed. The caller stated the patients¿ blood pressure dropped. The caller stated the injury was verified with intracardiac echocardiography. The caller stated a pericardiocentesis was performed on the patient. The caller stated the patients last known status was good and transferring to ICU. The caller stated a pentaray catheter (lot 31688927l - catalog d128208), stsf df curve catheter (lot 31662318l - catalog d134805), vizigo sheath (lot 60000673 - catalog d138502), decanav f curve catheter (lot ad25130210 - catalog r7f282ct) and a soundstar ice 8f catheter (serial (B)(6) - ref (B)(4)) were used during the procedure. The caller stated the bwi products used during the procedure were unavailable for return. The caller stated no ablations were performed. The caller stated the physician believes the injury was caused when crossing the septum, they perforated the left atrial appendage with the versacross sheath. The caller stated the vizigo sheath was not in the body at the injury occurred. The caller requested to document this event only. Will document the event under the stsf catheter. (B)(6). Was consulted. Smartablate generator was in use. - system serial (B)(6). Carto 3 system software version 8.1.1 (complete unknown) - system serial (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).